Event description:
It was reported that during service conducted at the manufacturer a broken piece of a blade was found inside the handpiece saw. It was also reported that this event did not occur during a surgical procedure, and there was no delay, medical intervention or adverse consequences as a result of this event.

Manufacturer narrative:
H6: the quality investigation is complete.